Manufacturer narrative:
The evaluation conducted by the arjo technician revealed that the battery fell out because the metal plate securing the battery was bent. It was necessary to reposition it. The lift was inspected and it was confirmed to be functioning properly. The involved device was manufactured in jun 2021. No issues with the battery and the metal plate were claimed in the past. There was no information about the circumstances in which the metal plate was bent, therefore, the direct root cause could not be identified. The instructions for use for sara plus (kkx52180m-en_22) contain information how to remove and install the battery. There is also warning: "if any doubt about the correct functioning of the sara plus, withdraw it from use and contact arjo service department." Actions before every use "visually inspect sara plus. If any part is damaged-do not use the product." In summary, the arjo device failed to meet its specification since the sara plus battery fell out due to the bent metal plate. There was no allegation that any patient was involved when the issue occurred. No injury occurred. The complaint was reportable due to indication that the battery fell out from the device.

Event description:
It was reported that the battery was falling out of the device. There was no allegation that any patient was involved when the issue occurred. No injury was claimed.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.